Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "burnt plastic distal end cover" malfunction would likely be related to external factors, or handling. Olympus will continue to monitor field performance for this device.